Event description:
It was reported that during a follow up in clinic, inadequate capture, low voltage impedance variation, r-wave amplitude variation, and oversensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating loss of capture and oversensing due to noise was noted on the right ventricular lead.